Event description:
A device report from (B)(6) indicates a hospital in (B)(6) reported: pt implanted on an unk date was discovered fourteen (14) days later to have the head of the pedicle screw loose from the screw at s1 left via x-ray taken on (B)(6) 2012. Medical/surgical intervention was needed. No further info was available. This is 2 of 2 reports.

Manufacturer narrative:
Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.